Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test, blank display and damaged battery cap from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The customer stated that she had several bad battery and blank displays in the past. The customer stated that she can see metal through the plastic on the battery cap. The customer was advised to call back if issue continues after replacing battery cap and new battery.